Event description:
It was reported that during a right ventricular lead revision the atrial lead also had to be removed. The atrial lead was replaced. No further patient complications were reported as a result of this event. It was reported that the patient heard an alert. It was found that the right ventricular lead impedance was out of range, an sic over 2000 and there was one episode of non-sustained tachycardia. Upon extracting the right ventricular lead the atrial lead also had to be removed. The right ventricular and atrial leads were replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "interference/noise". High v-sic counts are observed with 2899 counts occurring on the (B)(6) and (B)(6) 2010. High sic can indicate the presence of noise or intermittency in the system. Analysis also revealed "varying resistance/impedance: atrial pace lead impedances are erratic between a low of 384 ohm and a high of 1264 ohms through the available trend dates between (B)(6) 2009 and the explant date (B)(6) 2010" and "high resistance/impedance: out of tolerance subthreshold lead impedance patient alert is observed on (B)(6) and (B)(6) 2010 for right ventricular pace lead at 1280 ohms ((B)(6)) and 1856 ohms ((B)(6))".

Event description:
It was reported that during a right ventricular lead revision the atrial lead also had to be removed. The atrial lead was replaced. No further patient complications were reported as a result of this event.